Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged dial. It was recommended that the epg be returned for service but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was confirmed. The menu knob was missing. Both output connectors were found to be broken. The keypad lock button was collapsing. The case was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-02-13: the epg was returned for service.